Event description:
It was reported that the ilet device sustained impact damage resulting in a cracked and unreadable display, after which the patient experienced hyperglycemia while on travel; the user transitioned to backup insulin therapy with a novolog pen and later returned to target range. Symptoms included elevated blood glucose up to 400 mg/dl without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute sequelae. Outcomes included temporary impaired glucose control with no medical intervention or hospitalization required. Investigation included customer interview and troubleshooting with education, followed by replacement of the ilet and return of the damaged unit. Investigation of this device revealed physical damage to the display assembly consistent with user handling damage that rendered the user interface unreadable. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.